Event description:
It was reported that an sql error occurred on the handheld during a diagnostics check. This error occurred in the vns therapy error screen after the interrogation procedure. The screen warning freezes the handheld which makes it unable to interrogate the device nor perform a diagnostic. Troubleshooting was performed with the hard reset, but the problem did not resolve. A replacement programming tablet will be provided to the site.